Manufacturer narrative:
(B)(4)

Event description:
It was reported that post implant upon device interrogation, loss of output and high impedance on the ventricular channel were observed. Fluoroscopy revealed that the ventricular lead was not fully inserted into the device header. The pocket was reopened and the lead was reinserted into the device header. There were no complications to the patient.